Event description:
The dentist reported a fractured screw. The screw particle was also removed from inside the implant. The implant remains in the mouth.

Manufacturer narrative:
Visual inspection reveals that the screw has been in use and is fractured at approximately the first thread. The fractured end portion of the screw has not been returned. There is a substance that is consistent with biological material present in the screw drive feature. The screw hex drive feature appears to be in working condition. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.